Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found to deliver within specification during flow testing. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during delivery at the intensive care unit (ICU). The pump alarmed that the delivery was complete but there was fluid left. The actual infusion time was set to run for 5 hours but it stopped at 4. The volume to be infused (vtbi) was 450 ml, flow rate was .5 ml/hour and dose was 65 ml/hour and the volume left in the pump was 127 ml. There was no known patient injury or medical intervention associated with this event. No additional information is available.